Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported visible air bubbles occurred. During a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. During the procedure, a farawave catheter was inserted into the faradrive sheath, and it was observed that a much air kept getting pulled into the clear part of the sheath shaft during flushing and aspirating. Troubleshooting was performed, and an attempt to aspirate and flush was made, but it did not resolve the issue. No visible evidence of detachment or damage was noted. No air was seen in the patient. The valve was reportedly believed to have been broken at the base of the sheath, which allowed air to be pulled into the sheath. The sheath was replaced and procedure was completed without patient complications.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of visible air/bubbles. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported visible air bubbles occurred. During a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. During the procedure, a farawave catheter was inserted into the faradrive sheath, and it was observed that a much air kept getting pulled into the clear part of the sheath shaft during flushing and aspirating. Troubleshooting was performed, and an attempt to aspirate and flush was made, but it did not resolve the issue. No visible evidence of detachment or damage was noted. No air was seen in the patient. The valve was reportedly believed to have been broken at the base of the sheath, which allowed air to be pulled into the sheath. The sheath was replaced and procedure was completed without patient complications.